Manufacturer narrative:
Patient code e1310 is being used to capture the reportable event of a urinary tract infection.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2023. Fiducials were administered rectally on (B)(6) 2023. The procedure was done under local anesthesia. The patient reported feeling pain between belly button and penis as well as excessive urinating on (B)(6) 2023. On (B)(6) 2023, the patient was assessed, including a digital rectal exam, which was unremarkable and without blood. There was evidence of a urinary tract infection (uti) which was treated with cipro. The patient reported feeling better with hydration and ibuprofen. The physician reportedly did not believe the symptoms were related to spaceoar.